Manufacturer narrative:
Father went through his legs whilst walking with the jazz dolomite rollator and unfortunately one of the metal bars cracked- snapped in two parts. The jazz is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The function(s) are the same, they all have brakes and locking mechanisms, the biggest difference would be 3 wheel vs. 4 wheel. This alleged incident occurred in the (B)(6).

Event description:
Father went through his legs whilst walking with the jazz dolomite rollator and unfortunately one of the metal bars cracked- snapped in two parts. The jazz is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The function(s) are the same, they all have brakes and locking mechanisms, the biggest difference would be 3 wheel vs. 4 wheel. This alleged incident occurred in the (B)(6).